Event description:
Nurse was calling on behalf of the customer. Customer was hospitalized on (B)(6) 2014 as he was not feeling well; nurse stated that the patient's blood sugar was 1169 mg/dl on the hospital meter when admitted. Last 5 results in meter memory: customer is now at home and refuses to perform a control test or a blood test with the meter.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).